Manufacturer narrative:
H3: product analysis of product:7770723, lotno:0899475w - visual and optical inspection revealed both tabs/ears of the implant has been broken off. There is no damage present on the nose of the implant. It appears the cage has broken due to excessive force placed on the implant. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during an unknown spinal procedure. It was reported that before inserting the corresponding cage, the device was found to be broken during the operation check of the ev. The details of the breakage are unknown. The patient was on the operation table when the product problem was identified. There was no patient symptom reported. There were no further complications reported regarding the event.